Event description:
It was reported to philips that the system propellor geometry movement was not available. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was not begun yet when issue was noticed and the procedure was re-arranged at another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the system propeller geometry movement was not available. The fse checked the logfile and found calibration error with the clea propeller. Upon functional testing, the fse checked the advanced motion control (amc) and found that the position setting in amc was lost, resulting in l arm movement fault. The fse ran the propeller calibration, but the issue persisted, which confirmed the defect of advanced motion control (amc). To resolve the issue, the fse replaced amc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.